Event description:
A report was received that during a lead revision due to an incorrectly placed lead, the physician explanted the ipg. The physician could not confirm that the device was working properly prior to the explant.